Event description:
It was reported that the pump emitted frequent loss of prime warnings. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration. The force sensor pins were found to be partially dislodged. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evidence of contamination was observed on the force sensor assembly. Unrelated to the event the display was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.